Manufacturer narrative:
Source: this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high, out-of-range pacing impedance was noted on the right ventricular (rv) lead. A new rv lead was used to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.